Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service stating she's having some kind of reaction to the ritmed island dressing as it makes her itch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).